Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 required maintenance. The field service engineer (fse) powered down the unit, removed the drawer, and replaced both sliding rails. After reinstalling the drawer and rebooting, it was tested and confirmed to operate properly. The fse also found a damaged retractor band and a disconnected cable on drawer5 and replaced the retractor band. The system functioned as intended after the field service engineer (fse) resolved the issue.